Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged the battery compartment was damaged and had moisture. The battery cap was also gritty. A battery life issue was alleged. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-oct-2018 with the following findings: a review of the pump black box data indicated frequent low battery warnings. During a visual inspection of the pump, the battery compartment was observed to be cracked. There was corrosion observed in the battery compartment. The battery was undamaged and the cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The pump case was removed and moisture was observed on the power printed circuit board. The complaint of a battery life issue was not duplicated during investigation, however, damage and moisture was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.